Event description:
According to the reporter: prior to use confirmed a damage in outer cannula. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/19/2014.